Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B2269509) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), vaginal infection ("infection (bladder/urinary tract/vaginal"), amnesia ("memory loss"), cystitis ("infection (bladder/urinary tract/vaginal") and urinary tract infection ("infection (bladder/urinary tract/vaginal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy: environment"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue"), weight fluctuation ("weight gain/gain / loss"), tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal haemorrhage, hypersensitivity, vaginal infection and urinary tract infection had resolved and the psychological trauma, bladder disorder, urinary tract disorder, migraine, headache, alopecia, fatigue, weight fluctuation, amnesia, cystitis, tooth disorder, vaginal discharge and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2015, trailing coils in uterus: 6. The 2nd device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: 4. Patient received treatment for pain pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy nos, bladder/urinary problems, migraine, headaches, hair loss, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: bilateral occlusion. Magnetic resonance imaging - on an unknown date: normal pelvic MRI specifically no uterine or ovarian mass identified. Ultrasound scan vagina - on an unknown date: uterus anteverted uterus without fibroids essure device noted in place the endometrium appeared regular and homogeneous measuring 1.83 cm impression: anteverted uterus without fibroids essure device noted in place both ovaries appeared normal. Right ovarian cyst has removed. Small amount of free fluid noted in the cul de sac; in (B)(6) 2015: total bilateral occlusion; on (B)(6) 2016: essure in place bilaterally; on (B)(6) 2016: essure in place bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received. New events added- vaginal discharge and tooth disorder. Event outcome of hypersensitivity, vaginal infection and urinary infection was updated as recovered/ resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B2269509-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), vaginal infection ("infection (bladder/urinary tract/vaginal"), amnesia ("memory loss"), cystitis ("infection (bladder/urinary tract/vaginal") and urinary tract infection ("infection (bladder/urinary tract/vaginal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy: environment"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue"), weight fluctuation ("weight gain/gain / loss"), tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal haemorrhage, hypersensitivity, vaginal infection and urinary tract infection had resolved and the psychological trauma, bladder disorder, urinary tract disorder, migraine, headache, alopecia, fatigue, weight fluctuation, amnesia, cystitis, tooth disorder, vaginal discharge and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2015, trailing coils in uterus: 6. The 2nd device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: 4. Patient received treatment for pain pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy nos, bladder/urinary problems, migraine, headaches, hair loss, fatigue, weight gain diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: bilateral occlusion. Magnetic resonance imaging - on an unknown date: normal pelvic MRI specifically no uterine or ovarian mass identified. Ultrasound scan vagina - on an unknown date: uterus anteverted uterus without fibroids essure device noted in place the endometrium appeared regular and homogeneous measuring 1.83 cm impression: anteverted uterus without fibroids essure device noted in place both ovaries appeared normal. Right ovarian cyst has removed. Small amount of free fluid noted in the cul de sac; in november 2015: total bilateral occlusion; on (B)(6) 2016: essure in place bilaterally; on (B)(6) 2016: essure in place bilaterally. Lot number reported (b2269509) is invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: update of batch information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), vaginal infection ("infection (bladder/urinary tract/vaginal"), amnesia ("memory loss"), cystitis ("infection (bladder/urinary tract/vaginal") and urinary tract infection ("infection (bladder/urinary tract/vaginal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue") and weight fluctuation ("weight gain/gain / loss,"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and vaginal haemorrhage had resolved and the hypersensitivity, vaginal infection, psychological trauma, bladder disorder, urinary tract disorder, migraine, headache, alopecia, fatigue, weight fluctuation, amnesia, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, bladder disorder, cystitis, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient received treatment for pain pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy nos, bladder/urinary problems, migraine, headaches, hair loss, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: bilateral occlusion. Nuclear magnetic resonance imaging - on an unknown date: normal pelvic MRI. Specifically no uterine or ovarian mass identified. Ultrasound scan vagina - on an unknown date: uterus. Anteverted uterus without fibroids. Essure device noted in place. The endometrium appeared regular and homogeneous measuring 1.83 cm. Impression: anteverted uterus without fibroids. Essure device noted in place. Both ovaries appeared normal. Right ovarian cyst has removed. Small amount of free fluid noted in the cul de sac; on (B)(6) 2016: essure in place bilaterally; on (B)(6) 2016: essure in place bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received: events abnormal bleeding (vaginal, memory loss, abdominal pain added. Event weight gain pt was to weight fluctuation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2019- hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and menorrhagia had resolved and the hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, migraine, headache, alopecia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pain pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy nos, bladder/urinary problems, migraine, headaches, hair loss, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events " pain pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy nos, bladder/urinary problems, migraine, headaches, hair loss, fatigue, weight gain" were added. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.